Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per ivc territory business manager, when going down the ramp, the left side high canters the right side wheel turns causing the chair to slide down the ramp and can not be stopped. MDR filed.